Event description:
It was reported the customer reported a malfunction involving a statlock stabilization device currently in use. According to the customer, the plastic attachment component designed to secure the catheter and associated tubing became loose and detached from the base of the device. He stated that the component ¿popped up¿ unexpectedly and could not be reattached. The customer noted that the rotating mechanism, which normally allows controlled movement of the tubing connection point, failed to function as intended, and the piece separated from the adhesive base. He also mentioned observing little to no adhesive or bonding material beneath the detached component, suggesting that the connection between the rotating plastic piece and the base plate may have been compromised. As a result of the detachment, the device was unable to secure his indwelling catheter, preventing continued use. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.